Event description:
A report was received via the FDA medwatch medical products reporting program dated 5/10/2006. Consumer reports event began with left eye watering and becoming worse. She removed lens and eye became swollen. She went to hcp who sent her to a specialist who diagnosed a corneal ulcer. Consumer was treated with unspecified eye drops. Consumer reports reduction in vision os. The consumer would not provide hcp info and no medical documentation is available.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned, no lot number was provided, and no medical documentation available. Although this complaint is unrelated, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.